Event description:
It was reported that both the leaking cassette and extension were returned. The cassette and tubing were replaced at 3:00 pm on november 24th. This was the first time the new tubing was used. When checked at 5:00 pm, there was no leakage. When checked at 9:00 pm, the styrofoam covering the connection was wet. The liquid on the styrofoam was hastily wiped away. The event occurred during patient use at the patient's home. There was no reported patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.